Manufacturer narrative:
Insulin pump was received with button error alarm due to corroded keypad traces. Unit had minor scratched lcd window, cracked reservoir tube lip and missing end cap sticker.

Event description:
It was reported via phone call, that the customer received a button error alarm. Customer's blood glucose level at the time was unknown. Troubleshooting occurred. Advised to discontinue use of the insulin pump, and revert to a back-up plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.